Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as an itchy rash. Patient has a history of psoriasis. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydroxyzine and recommended using baby powder after showering for the skin irritation. Follow up indicated that the skin irritation improved.